Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie tray debris and rowboard cable had seating issue. A field service engineer manually released all pockets and cleaned debris from cubie tray liners; all light emitting diodes were correct on each cubie tray and unseated/reseated row board cables. Customer recovered drawer 5.2 pocket b5. Fse performed preventative maintenance and tested all drawers in hardware test application. The system functioned as intended after the field service engineer repaired the device.